Event description:
Per additional information from the vad coordinator, thrombus was not confirmed. A CT was performed and was unremarkable. The low flows were likely due to early post operation phase and have resolved as the patient recovered from surgery.

Manufacturer narrative:
Section h6 (health effect - clinical code): correction. Thrombosis code removed. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined, the account communicated that they resolved as the patient recovered from surgery. It was reported that the patient complained of a headache in their left temporo-frontal region and a CT was performed. The submitted controller event log file contained data from (B)(6) 2020 at 15:28:10 to (B)(6) 2020 at 19:41:33. On (B)(6) 2020, there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 28 low flow faults and 1 low flow alarm. There were no other abnormal alarms captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 12nov2019. Heartmate 3 lvas instructions for use (IFU), section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complained of headache in the left temporo-frontal area. The patient got a computer tomography (CT) scan. Although the laboratory findings didn't show a clear pump thrombosis, but the physician was worried about lvad related thrombosis. The physician recommended that the patient's ldh should be checked. Upon review of the log files low flow events were captured on (B)(6) 2020, and (B)(6) 2020, most of which were not sustained long enough, at least 10 seconds, to activate an audible alarm. The low flow events occurred at times when the pi was elevated.